Event description:
It was reported to Boston Scientific that OrcaPod 4 was used during a Colonoscopy procedure performed for screening on (b)(6)2026.During the procedure, when the physician pressed the air/water button, water leaked from the device and splashed into the physician's eye.There were no patient complications reported as a result of this event.Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block D2b: Subsequent product codes FEQ and OCXBlock H6:IMDRF Device Code A050401 captures the reportable event of the of Air/Water Valve Fluid/Blood Leak.